Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing alerts for post-paced t-wave oversensing on the implantable cardioverter defibrillator. No changes or interventions were performed. There were no consequences for the asymptomatic patient.